Event description:
It was reported by the clinician, that on two separate instances the spring wire guide uncoiled during removal. There were no patient complications reported. There are no further details available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.